Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation will be completed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas and alleged that the up/down/ok buttons on the keypad were under-responsive, leading to an under delivery of insulin. The patient had a blood glucose over 600 mg/dl and felt unwell. This complaint is being reported as the keypad issue allegedly contributed to the patient's hyperglycemia.